Event description:
It was reported that the insulin pump repeatedly alarmed failed battery test. Customer's blood glucose reading was 250 mg/dl. Nothing further reported.

Manufacturer narrative:
No battery out limit noted. The insulin pump was received with normal operating currents. The battery alarm functioned properly. The device had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).